Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the bending angle in the up direction was out of standard, the nozzle had foreign objects, the up/down knob had play, the bending section rubber was scratched, the adhesive on the bending section rubber was chipped. The customer cleaned, disinfected, and sterilized the device before it was sent to olympus. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was brushed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope was angled down. It is unspecified when the issue was found. The device was returned for evaluation. During the device evaluation, foreign objects in the nozzle were found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.